Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that steerable guide catheter failed to hold fluid column and required aspiration. It was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) was prepared for use; however, the sgc lost fluid column. Troubleshooting maneuvers were performed and the sgc was performing appropriately. The sgc was advanced into the patient anatomy; however, it seemed that the device was losing fluid column. The stopcocks were checked to make sure that they were closed. Aspiration was performed. The sgc continued to be used and one mitraclip was successfully implanted, reducing the mr grade from 4 to 1. No air was seen in the patient anatomy and there was no adverse patient effect. Post procedure the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was retuned and investigated. The returned device analysis was unable to confirm a leak. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use (IFU) states to insert the dilator approximately 10 cm into the guide then remove. As it was reported that the prep was not performed per IFU initially (missed step of inserting the dilator 10cm into the guide valve, then retract), this information indicates that the reported leak during prep was likely a result of user error. All available information was investigated and a definitive cause for the reported leak during the procedure could not be determined; however, the reported leak during prep appears to be related to user error due to skipping a step during preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, it was reported that the device was not prepared per the instructions for use (IFU). No additional information was provided.